Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. During functional check, the reported complaint was duplicated. Pump was found to be displaying 41622 issue in the device information folder and during the investigation. Root cause was found to be a faulty motor; motor was replaced., corrected data: d1

Event description:
Additional information was provided that there was no patient involved.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the there was an error code 41622. It is unknown if there was no patient, or clinician injury associated with this event.